Event description:
It was reported that the end of service (eos) message was seen and an overdischarge was confirmed at the patient¿s appointment on (B)(6) 2015. The patient had been performing physician mode recharges (pmrs) at home whenever he saw the reposition antenna screen on the recharger. The patient did this when the ¿battery would die.¿ the patient had only performed pmrs once or twice. The patient saw the eos message appear and a power on reset (por). The por was cleared, but the battery would not turn on. The patient¿s ins was to be replaced. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the replacement had not been scheduled yet.

Manufacturer narrative:
Concomitant products: product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).